Event description:
Customer reported that the fast stop switch on the back of the workstation is causing fast stop activated errors. No pt injury was reported.

Manufacturer narrative:
Biomed engineer found wire to ups switch on back of workstation with wire crimped but not soldered. Biomed engineer repaired wire and tested that system performed normally.